Manufacturer narrative:
Investigation summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, which was nine days post implant of the ventricular assist device (vad), the patient became less responsive, hypertensive, and experienced weakness on the left side. A computerized tomography (CT) scan performed on (B)(6) 2017 showed an acute parenchymal hemorrhage in the right frontoparietal region of the brain, with surrounding vasogenic edema. The patient was on a heparin drip. When the patient was initially implanted, a second competitive vad was also implanted along with a need of milrinone. The competitive vad was removed on (B)(6) 2017. The patient was not able to walk, as both of their left limbs were moderately flaccid. Patient could tolerate standing with assistance for about ten minutes, but then needed to sit back down. Patient was working with rehab to regain mobility and only able to use a wheelchair. The patient was discharged to a rehab center on (B)(6) 2017. No further patient complications have been reported as a result of this event.